Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead was found to be dislodged. The rv lead exhibited high thresholds, intermittent pacing and was also oversensing far field r waves. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.